Event description:
Complainant alleged that during routine biomed testing, the device was unable to attach the device's multi-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.